Manufacturer narrative:
Exact date unknown, event occurred two to three years ago.

Event description:
It was reported that the ipg had been turning on and off due to it nearing end of battery life. This was believed to be the cause of patient experiencing shocking sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipgs system reset count suggested that there was no stimulation interruption caused by malfunction. The ipg was received in hibernation state and was fully charged in one cycle.

Event description:
It was reported that the ipg had been turning on and off due to it nearing end of battery life. This was believed to be the cause of patient experiencing shocking sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively.